Event description:
The reporter stated that she did back to back blood glucose tests, within about 10 minutes, using separate fingersticks. Her results were 75, 143, and 109 mg/dl. The reporter stated that she did not have any symptoms. She said that the confirmation spot on the test strip was not completely blue and had white streaks through it. She was uncertain how long her test strips had been open, stating that it was about three or four months.